Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was confirmed. The device found downstream occlusion calibration failed at high flow during testing. It determined that the downstream occlusion sensor was inoperable and the root cause of the issue. Downstream occlusion sensor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed the error cassette not loaded properly-. No patient injury was reported.